Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 13843.

Event description:
The diamondback 360 peripheral orbital atherectomy device (oad) was used for treatment and became stuck in the pedal arch vessel. Nitroglycerin and heparin were administered, and angioplasty was performed to successfully free the oad. The patient was stable.